Event description:
It was reported that the pacing impedance began trending up one year ago, and eventually read 'infinite'. Hv impedance trends showed a sharp rise and then to 100-250 ohms. It was also noted that there was no capture at maximum output. The final disposition of the lead is not known. No patient complications have been reported as a result of this event. Additional information was received reporting that the right ventricular lead impedance was greater than 2000 ohms, and the lead was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; distal segment was returned for analysis. It was reported that the pacing impedance began trending up one year ago, and eventually read 'infinite'. Hv impedance trends showed a sharp rise and then to 100-250 ohms. It was also noted that there was no capture at maximum output. The final disposition of the lead is not known. No patient complications have been reported as a result of this event. Additional information was received reporting that the right ventricular lead impedance was greater than 2000 ohms, and the lead was explanted. Electrical tests performed, mechanical tests performed, visual examination actual device involved in incident was evaluated device performed according to specifications no conclusion can be drawn capture, failure to impedance, high oversensing.